Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by quality engineer revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. (B)(4) has been opened to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline remains implanted.

Event description:
It was reported from the site that the patient was in hospital for leg injury. In the hospital, it was noticed on (B)(6) 2017, that previous sheath repair was loose and the strain relief area was exposed. On (B)(6) 2017 the manufacturer engineer performed a driveline sheath repair. It was stated that the old sheath repair was removed. New sheath repair was conducted from strain relief to approximately 10 inches from strain relief. It was further stated that the repair resolved the issue and that there were no pump stops associated with the repair and no prep was needed. No additional information available.